Event description:
It was reported that patient presented with pacemaker medicated tachycardia and instances of incorrect interpretation of signal noted on the implantable cardioverter defibrillator. Programming changes were made to address the pacemaker mediated tachycardia. No further intervention was reported for the signal interpretation issue. No adverse patient consequences were reported.